Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. Customer blood glucose was 27 mmol/l at the time of incident. Customer current blood glucose was 25 mmol/l customer also reported symptoms related to high blood glucose that were mouth feel dry and body pain. Customer was treated with manual injection for high blood glucose. Customer was not using auto mode feature at the time of event. Customer also stated that the insulin pump gave insulin flow blocked alarm. The insulin pump will not be returned or the further analysis.